Event description:
(B)(6) 2015 weekly reports showed that vad power was stable but ldh was 620 up from 490. Doppler 72. Repeat ldh was 686. Inr was 1.9, since he is a prevent pt, he was started lovenox 3/2/15. Dr. (B)(6) rounded on patient (B)(6) 2015. Received a call from (B)(6) at 0530 am that patient was more fatigued and felt worse and lungs sounded coarse. Repeat labs were sent stat and a cxr was requested. Communication regarding patient's status sent to dr. (B)(6). Labs were reviewed and it was agreed we would go see patient in the am. Ldh 746, inr 2.0, bnp 1593 and pcv 25.

Manufacturer narrative:
(B)(6).